Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that an ophthalmic forceps device was stuck in the fully closed position and could not be opened upon removal from the product package prior to surgery. The surgery was performed and completed after replacing the product with another one. There was no impact to any patient.

Manufacturer narrative:
Additional information is provided. The received forceps sample was found in the inner blister without cover foil. It was protected with bubble wrap. The affected lot is not known therefore, the device history record could not be reviewed, but a 100% final inspection is performed for this product. The returned sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose. The complaint history was reviewed two years back. It showed comparable complaints as to the damage. It cannot be excluded that the metal tube loosened and therefore a proper activation was no longer possible. This kind of damage was already detected and investigated. It resulted that the metal tubes may loosen due to an improperly performed bonding procedure. Based on the available data, this is a single event for this part number. A design related root cause for the damage of the complained device has not been identified. No further actions are necessary. The manufacturer internal reference number is: (B)(4).